Manufacturer narrative:
No case logs were provided, so no investigation could be performed. It was reported that the implant was replaced successfully. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.